Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected and the main arm cannot communicate with the motor arm. The customer¿s blood glucose was 194 mg/dl at the time of incident. The customer was able to clear the alarm and unable to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.